Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the device did not have any visual defects. The gauge needle was at 0 atm when received. Functional evaluation was performed, and the device was pressurized at 26 atm for 20 times consecutively; there was no issues observed. A gauge accuracy test was performed at 0 atm, 13 atm, and 26 atm, and all tests passed. The reported event of the gauge reading inaccurately therefore cannot be confirmed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla of vater on (B)(6) 2020. According to the complainant, during the procedure, the gauge would not indicate the correct pressure applied to the balloon. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.